Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Customer is trained as per olympus training and instructions for use (IFU). Customer performs pre-clean steps without any delay. However, due to the issue of the reported issue of angulation, the device was not correctly reprocessed at the time of return. Therefore, there is a possibility not enough brushing was performed for the device at the time of return.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. Although it is noted that the device was not correctly reprocessed, and there was no delay in the start of the pre-cleaning. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual which states the possibility that "insufficient cleaning, disinfection or sterilization of the device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of incorrect angulation position and wrinkles on the device found during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material on the forceps elevator. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material on the forceps elevator. This is attributed to insufficient cleaning. Other observations for the device are: distal end rubber coating (a-rubber) adhesive is detached; connecting tube has a buckling; control unit has a scratch; switch box has a dent; universal cord has a scratch; due to wear of angle wire, bending angle in up/down/right direction and play of up/down/right/left knobs does not meet the standard value; due to deformation of distal end, the specified resolving power is not obtained; due to damage on charge couple device (ccd) unit, the specified resolving power is not obtained; distal end cover (c-cover) has a dent; and light guide lens has a chip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.